Event description:
It was reported that during left middle cerebral artery aneurysm procedure, the physician used the subject guidewire to work with microcatheter. During delivery, the tip of the subject guidewire fractured. The physician used a balloon catheter to take the fractured segment out. The subject device was replaced, and the procedure was completed successfully. There was surgical delay of 60 minute noted.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the guidewire was returned in two fragments (188.4cm from the proximal end and 10.2cm from the distal end). The guidewire was seen to be slightly kinked at 104cm from the proximal end. The guidewire ptfe coating was seen to be peeling at 26.6cm and 35cm from the proximal end. The proximal fragment was inspected, and the nitinol tubing was broken/fractured with the core wire exposed and broken. There was a second fracture at 7cm from the distal tip. The distal fragment was inspected, and the nitinol tubing was seen to be broken with the platinum wire exposed and slightly stretched. The core wire distal end was observed through the distal tip dome. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, there was no anomalies noted to the device during initial inspection and preparation, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. The patient¿s anatomy was not tortuous. During analysis the guidewire was returned in two fragments (188.4cm and 10.2cm). There was a second break on the nitinol tubing at 7cm from the distal tip. The guidewire was slightly kinked at 104cm, and the ptfe coating was seen to be peeling. This was probably caused via torque device. An assignable cause of procedural factors will be assigned to the as reported ¿guidewire distal tip broken/fractured during use¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of 'handling damage' will be assigned to the as analyzed ¿guidewire ptfe coating peeling¿, as the defect appears to be associated with handling of the product or portion of the product during removal from the hoop and preparation. An assignable cause of procedural factors will be assigned to the as analyzed ¿guidewire kinked/bent¿, ¿guidewire distal tip stretched¿, ¿guidewire distal tip broken/fractured during use¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during left middle cerebral artery aneurysm procedure, the physician used the subject guidewire to work with microcatheter. During delivery, the tip of the subject guidewire fractured. The physician used a balloon catheter to take the fractured segment out. The subject device was replaced, and the procedure was completed successfully. There was surgical delay of 60 minute noted.

Manufacturer narrative:
We have addressed the FDA request, received via email on 14 june 2024: ¿upon review, we have determined that the device identification information about the suspect medical devices conflicts with the data submitted to the global unique device identification database (gudid)." "Discrepancies were noted in the information included for some or all of the device identification fields of the electronic equivalent of the FDA form 3500a compared to the information included for the corresponding fields in the gudid." "Additionally, the ¿unique device identifier (UDI) #¿ field on the FDA form 3500a should contain the entire UDI number including the di and pi fields, all numbers, letters, parentheses, and symbols. Please verify that you have included the entire UDI in the ¿unique device identifier (UDI) #¿ field on the 3500a." We have reviewed the device identifier (di) and confirm that it is accurate and in alignment with the hl7 specifications released in 2017. Additionally: the 510(k) number has been corrected from k032146 to k002907 in accordance with the global unique device identification database (gudid).

Event description:
It was reported that during left middle cerebral artery aneurysm procedure, the physician used the subject guidewire to work with microcatheter. During delivery, the tip of the subject guidewire fractured. The physician used a balloon catheter to take the fractured segment out. The subject device was replaced, and the procedure was completed successfully. There was surgical delay of 60 minute noted.